Manufacturer narrative:
Issue has been identified as a bearing issue on the castor of the workstation it is alleged that this is a isolated incident with only 2 occurrences that have been reported since initial production of the wm-np2. Containment action is now in place to prevent any further occurrences and is being managed under CAPA (B)(4). Conclusions. The bearing cage was absent in the failed bearing. Failure occurs within a short time period. Omission of the bearing cage is a very rare event. The containment action is robust and has been implemented after sn: (B)(4). The likelihood of another reported failure of this type is very low. A correctly assembled bearing will not fail in normal operations.

Manufacturer narrative:
Initial investigation by olympus (B)(4) has confirmed that the castor on the rear-right side was disengaged. The bolt was assembled to the trolley body, and it was confirmed that the castor and the bolt were disconnected. Images provided by olympus (B)(4) show that the joint was broken. Keymed (medical and industrial equipment) ltd have requested the return of the subject device.

Event description:
Wm-np2 workstation is intended for use in medical facilities under the direction of a trained physician, and has been designed to be used with a range of olympus equipment to facilitate gi endoscopy, endoscopic ultrasound, respiratory and surgical endoscopic procedures. Keymed (medical and industrial equipment) ltd has been made aware of an event in (B)(6) where the workstation was moved between rooms during which the rear castor broke causing the workstation to fall against a nurse. Other staff members held the workstation to support its weight.